Event description:
It was reported that a few hours after implanting the right atrial lead, the patient complained of -twitching- in his chest. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.